Manufacturer narrative:
A sample has been received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a vitrectomy, the vitrectomy probe was not cutting. The probe was replaced and surgery was successfully completed. There was no patient harm reported. This is one of two reports being filed for the same facility. This report is for the patient who underwent surgery on (B)(6) 2016.

Manufacturer narrative:
One 23ga probe was returned for not cutting during surgery. The final customer lot was identified as lot 14036021x. For this final lot, (B)(4) component probe lots, manufactured in september and october 2014, were used to make up the final lot. A device history record review for each of the probe lots was conducted. No anomalies were found during the device history record reviews. The product was released based on the product¿s acceptance criteria. A complaint lot history examination indicates there were no other complaints for the reported issue. The sample was visually inspected and was deemed nonconforming. The needle is bent at approximately 10 degrees, with a cracked bond. Actuation testing was performed and deemed conforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 5 minutes of usage wear on the inner cutter when compared to the cutter wear visual standards. The complaint evaluation does not confirm the probe did not cut. The probe performance met specification. The root cause for the poor cut cannot be determined from this evaluation. The needles may have become slightly bent during its short time of use and caused the probe not to cut well along with the cracked bond. All probes are 100% inspected for actuation, aspiration, and cut during manufacturing. (B)(4).